Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer was informed to lower his insulin rates. Customer was experiencing high blood glucose readings in the mornings. Customer stated that he was not getting enough insulin. Nothing further reported.